Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient experienced muscle stimulation. The lead was explanted and replaced.

Event description:
New information indicates the lead had also perforated.